Event description:
It was reported that the home patient (hp) had a system error 2367 on the homechoice (hc) during dwell 5 of 5, while the hp was connected. The hp stated that prior to the alarm the display was not showing words and was unreadable, and then went blank. The hp cycled the power to clear the alarm. The hc was able to go through the self-test. The hp was going to complete the therapy using manual supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.